Event description:
Glucose measured 473 mg/dl on the meter at 6:14 while the lab read 189 mg/dl at 6:19. Treatment information was not reportedly provided for the patient and no other information was made available. Reporter stated controls were tested and within range for the months of january and february however does not know if daily controls were in range for the alleged report. A request was made for the return of the suspect device and replacement product was sent.